Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 2, 2017 that a wallflex biliary rx uncovered stent was implanted on (B)(6) 2016 as part of the (B)(6) clinical trial. The patient was enrolled into the clinical trial on (B)(6) 2016. On (B)(6) 2016, liver function tests were performed and the results can be found in block b6. Biliary obstructive symptoms reported nausea/vomiting. The patient¿s karnofsky score was 90. Imaging (eus and mrcp) and tissue diagnosis using fine needle aspiration (fna) was performed and an adenocarcinoma with a tumor size of 2.0 cm was noted in the head of the pancreas. The tumor is stage iia- t3 n0 m0. On (B)(6) 2016, the patient underwent the stent placement procedure and the study stent was implanted successfully. A biliary sphincterotomy was performed during the procedure, prophylactic antibiotics were administered and an unknown pancreatic stent was placed. On (B)(6) 2017, the patient was noted as having elevated liver function tests which was deemed moderate and related to the study stent. The patient underwent biliary reintervention on (B)(6) 2017. The event has not yet resolved. On (B)(6) 2017, the patient was noted as having moderate cholangitis that is related with the study stent. Biliary reintervention was performed on (B)(6) 2017, the study stent was noted to be occluded due to ingrowth. The physician attempted to remove the stent but was unsuccessful. Radiofrequency ablation, dilatation and sludge removal was performed and then a plastic stent was placed. The patient¿s cholangitis was noted to have not yet resolved.

Manufacturer narrative:
Describe event or problem has been updated based on additional information received on may 10, 2018.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx uncovered stent was implanted on (B)(6) 2016 as part of the e7034 wallflex biliary pre-operative neoadjuvant therapy registry clinical trial. The patient was enrolled into the clinical trial on (B)(6) 2016. On (B)(6) 2016, liver function tests were performed and the results can be found in block b6. Biliary obstructive symptoms reported nausea/vomiting. The patient¿s karnofsky score was 90. Imaging (eus and mrcp) and tissue diagnosis using fine needle aspiration (fna) was performed and an adenocarcinoma with a tumor size of 2.0 cm was noted in the head of the pancreas. The tumor is stage iia- t3 n0 m0. On (B)(6) 2016, the patient underwent the stent placement procedure and the study stent was implanted successfully. A biliary sphincterotomy was performed during the procedure, prophylactic antibiotics were administered and an unknown pancreatic stent was placed. On (B)(6) 2017, the patient was noted as having elevated liver function tests which was deemed moderate and related to the study stent. The patient underwent biliary reintervention on (B)(6) 2017. The event has not yet resolved. On (B)(6) 2017, the patient was noted as having moderate cholangitis that is related with the study stent. Biliary reinvervention was performed on february 1, 2017, the study stent was noted to be occluded due to ingrowth. The physician attempted to remove the stent but was unsuccessful. Radiofrequency ablation, dilatation and sludge removal was performed and then a plastic stent was placed. The patient¿s cholangitis was noted to have not yet resolved. Additional information received on may 10, 2018: the elevated liver function tests and cholangitis have been deemed serious, due to the required biliary reintervention. The event of cholangitis resolved on (B)(6) 2017 and the event of elevated liver function tests resolved on march 06, 2017. Additional information noted on may 10, 2018: the physician confirmed the stent occlusion by ercp. Due to tumor ingrowth, there was no attempt to remove the stent during the biliary reintervention on (B)(6) 2017. The plastic stent was placed within the metal stent.

Manufacturer narrative:
Additional information received on july 25, 2018.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx uncovered stent was implanted on (B)(6) 2016 as part of the e7034 wallflex biliary pre-operative neoadjuvant therapy registry clinical trial. The patient was enrolled into the clinical trial on (B)(6) 2016. On (B)(6) 2016, liver function tests were performed. Biliary obstructive symptoms reported nausea/vomiting. The patient¿s karnofsky score was 90. Imaging (eus and mrcp) and tissue diagnosis using fine needle aspiration (fna) was performed and an adenocarcinoma with a tumor size of 2.0 cm was noted in the head of the pancreas. The tumor is stage iia- t3 n0 m0. On (B)(6) 2016, the patient underwent the stent placement procedure and the study stent was implanted successfully. A biliary sphincterotomy was performed during the procedure, prophylactic antibiotics were administered and an unknown pancreatic stent was placed. On (B)(6) 2017, the patient was noted as having elevated liver function tests which was deemed moderate and related to the study stent. The patient underwent biliary reintervention on (B)(6) 2017. The event has not yet resolved. On (B)(6) 2017, the patient was noted as having moderate cholangitis that is related with the study stent. Biliary reintervention was performed on (B)(6) 2017, the study stent was noted to be occluded due to ingrowth. The physician attempted to remove the stent but was unsuccessful. Radiofrequency ablation, dilatation and sludge removal was performed and then a plastic stent was placed. The patient¿s cholangitis was noted to have not yet resolved. Additional information received on may 10, 2018. The elevated liver function tests and cholangitis have been deemed serious, due to the required biliary reintervention. The event of cholangitis resolved on (B)(6) 2017 and the event of elevated liver function tests resolved on (B)(6) 2017. Additional information noted on may 10, 2018. The physician confirmed the stent occlusion by ercp. Due to tumor ingrowth, there was no attempt to remove the stent during the biliary reintervention on february 01, 2017. The plastic stent was placed within the metal stent. Additional information received on july 25, 2018. The event term of ¿elevated liver function tests¿ that was noted on (B)(6) 2017 has been updated to ¿biliary occlusion.¿

Manufacturer narrative:
Updated with the additional information received on (B)(6) 2017.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx uncovered stent was implanted on (B)(6) 2016 as part of the e7034 wallflex biliary pre-operative neoadjuvant therapy registry clinical trial. The patient was enrolled into the clinical trial on (B)(6) 2016. On (B)(6) 2016, liver function tests were performed and the results can be found. Biliary obstructive symptoms reported nausea/vomiting. The patient¿s karnofsky score was 90. Imaging (eus and mrcp) and tissue diagnosis using fine needle aspiration (fna) was performed and an adenocarcinoma with a tumor size of 2.0 cm was noted in the head of the pancreas. The tumor is stage iia- t3 n0 m0. On (B)(6) 2016, the patient underwent the stent placement procedure and the study stent was implanted successfully. A biliary sphincterotomy was performed during the procedure, prophylactic antibiotics were administered and an unknown pancreatic stent was placed. On (B)(6) 2017, the patient was noted as having elevated liver function tests which was deemed moderate and related to the study stent. The patient underwent biliary reintervention on (B)(6) 2017. The event has not yet resolved. On (B)(6) 2017, the patient was noted as having moderate cholangitis that is related with the study stent. Biliary reinvervention was performed on (B)(6) 2017, the study stent was noted to be occluded due to ingrowth. The physician attempted to remove the stent but was unsuccessful. Radiofrequency ablation, dilatation and sludge removal was performed and then a plastic stent was placed. The patient¿s cholangitis was noted to have not yet resolved.